Manufacturer narrative:
Clarification to d.9. Returned to mfg on: the device has not been returned. Information contained in this report was previously submitted through 410psr on 23apr2018. A review of the device history record has been completed. No deviations or non-conformances noted. Photo evaluation: visual analysis of the returned device identified: the device was broken shell, missing shell and brown particles material was found on the shell/gel. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: broken sharp and partial delamination of orientation dot. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge broken assessed as unidentified (tear) opening. Partial delamination of orientation dot due to adhesive failure. Missing shell assessed as inconclusive. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and rupture.

Event description:
Healthcare professional later reported right side rupture. Healthcare professional later provided "several slender intraprosthetic fluid inclusions." The device has been explanted.